Event description:
It was reported about four days after implant that the patient's right ventricular (rv) lead was explanted and replaced due to cardiac perforation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.